Event description:
A malfunction alarm occurred. The customer's blood glucose level was 29 mmol/l. The customer attempted to manage the high blood glucose by drinking water and performing finger pricking. Technical support helped the customer reset the pump, and the issue did not recur afterward.